Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that a general comment from the clinical educator is stated as follows: she admitted that she has many new staff, and they are not using the balloon indicator properly when inserting the device as this is the mechanism that protects rectal mucosal integrity by preventing over inflation of the retention balloon in the patients' rectum. It is recommended that she schedule dates as soon as possible for territory manager to provide in servicing for the staff, and to ensure that hcps are inflating the balloon to optimal volumes. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that the clinician was concerned about possible damage to the rectal mucosa of two (2) patients. However, she did say that the nurses in the intensive care unit are not using the balloon indicator properly when inserting the flexiseal signal device. All information was provided after the facts. Please note: this report represents patient #1 and is related to patient identifier#: (B)(6) reported under manufacturer's report#: 1049092-2014-00175.